Manufacturer narrative:
(B)(4).

Event description:
Information was received from the patient's friend or family, regarding a (B)(6) male patient receiving intrathecal fentanyl 4.7680mcg/ml at 366.9mcg/day, clonidine 440.0mcg/ml at 33.86mcg/day, and bupivacaine 15.0mg/ml at 1.154mg/day via an implantable infusion pump. The indication for use of the device was for non-malignant pain and failed back surgery syndrome. The concomitant medications and patient history were not reported. It was mentioned that the battery malfunctioned, and then further clarified that the battery was at end of life (2015). It was also noted that this was not the only thing wrong with the pump, but no further information was provided pertaining to that statement. The pump was replaced (B)(6) 2016. The situation was being addressed by the health care provider (hcp). The date that the unspecified pump issue started, and clarification/symptoms/troubleshooting/actions/intervention s/cause for the unspecified pump issue remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.